Event description:
The humidifier works intermittently, as some nights the humidifier does not work at all. Last night, when I started to use the machine it produced an error message saying that the humidifier may not be available. I contacted the provider. The said to unplug the machine and then to plug it back in to reset the machine. She also stated that it is a known software problem that manufacturer is aware of. She stated there is no know fix at this time other than resetting the machine. This is a sleep apnea machine that I have no way to monitor if it is working properly while I sleep. Resmed airsense 11 auto-set serial no. (B)(6) please investigate and recall if necessary.